Event description:
Customer reported that the v21 monitor became dislodged from the vdock and fell when customer was trying to turn the display. No pt injury was reported.

Manufacturer narrative:
Customer sent in both v21 monitor and vdock to (B)(4) repair center. According to (B)(4) service tech, the v21 monitor locked properly to the vdock which makes it unlikely for it to detach itself. It's possible that the customer grabbed the locking handles on the side when they were turning the display. There is no device malfunction.